Manufacturer narrative:
Customer is unresponsive as to condition post treatment and no pictures have been provided. Evaluation of corneal eye shield has not been able to be performed. A medical device report is being filed as an unconfirmed but potentially serious injury may have occurred. Device was unable to be evaluated.

Event description:
Customer reported that there is a default on the edge of the corneal eye shield which had caused an ocular lesion when the eye shield was used. This resulted in bleeding under the conjunctiva and patient was given collyrium.